Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. It was reported that the fluoro was delayed by switch pedal. Review of the system log file confirmed "host-pc did not startup¿. The philips field service engineer (fse) checked the system onsite and confirmed that the x-ray pc was experiencing software issues. To resolve this issue, fse replaced the os drive of x-ray pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a delay in x-ray activation. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.